Event description:
It was reported that during the procedure in the heavily calcified distal left anterior descending artery, the 2.0 x 12 mm mini trek dilatation catheter was advanced into the patient anatomy and resistance was noted due to the calcification. The balloon was inflated to 4 atmospheres on the first inflation and the device was noted to be leaking contrast. The device was removed from the patient anatomy with resistance due to calcification and a new same device was used to complete dilatation. There was no adverse patient effect and no clinically significant delay. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the balloon catheter was returned with contrast visible in the inflation lumen and on the shaft, which is consistent with handling and suggests that the device was prepared for use. The balloon was loosely-folded, which is also consistent with an attempt to inflate the device. A new indeflator was used in an attempt to inflate the catheter and the analysis confirmed that there was a pinhole in the balloon over the distal marker. There were also 3 kinks noted in the shaft distal to the guide wire exit notch, which can contribute to resistance during advancement and removal of the device. However, as this damage was not originally reported in the case description, the shaft likely became kinked from further handling as the device was packaged for shipment back to abbott vascular for analysis. Balloon material ruptures may be related to factors such as, but not limited to, balloon damage during processing of the balloon material, material deficiencies, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. As there was no report of any leaks noted during preparation for use, this may suggest that the balloon was not damaged prior to the procedure. Additionally, the lesion was characterized as heavily calcified and likely contributed to the reported difficulties. Scanning electron microscopy (sem) analysis confirmed the longitudinal leak over the distal marker located along a fold/crease. There was mechanical damage observed at the leak edges, in addition to delamination noted on an inside fold adjacent to the leak. The sem report concluded that the balloon failure may have been attributed to mechanical damage on the outer surface of the balloon. It is likely that the catheter met resistance from an interaction with the heavily calcified lesion, such that the balloon became weakened and ultimately ruptured upon inflation attempt below the rated burst pressure (rbp). This likely contributed to the noted resistance during removal as the ruptured balloon material may have interacted with the calcified lesion during retraction of the device. In review of the reported information and the analysis of the returned catheter, the reported difficulties appear to be related to circumstances of the procedure. Additional information received from the account stated that the device was prepared outside the body; however, no information was provided on whether or not the balloon was initially soaked prior to use. Although it could not be confirmed if the balloon was soaked, it should be noted that the instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. If the balloon is not submerged in saline during balloon preparation to activate the hydrophilic coating, any pressure (positive or negative) may cause balloon material movement, which can cause balloon damage/delamination. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rbp and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues associated with this lot, indicating all lot release testing met specification. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported from this lot. Based on the investigation, there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.